Manufacturer narrative:
H6: additional information was received indicating that there was no patient injury. One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with scratches on the lcd lens screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no evidence of the reported issue. To further investigate, an accuracy and functional test were performed. Customer problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No problem found. Device accuracy functions results were within +/-3 percent. No repair action needed. It is recommended that a full standard preventative maintenance including calibration be performed.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed volume test. No adverse effects were reported.